Event description:
After issues discussed with my doctor, I was placed on birth control pills to slow down my bleeding. After 3 years I became pregnant. I was told that I could rely on the devices not that I will have permanent reminder that it was bad advice given from my doctor. Recent hsg shows both coils and one tube open. I had to go to another hospital to have the hsg done after the delivery because no one tried to tell me what happened.